Manufacturer narrative:
The probe has been returned to sophysa and will be analyzed. The expertise of the suspected device has not yet begun.

Event description:
The icp catheter showed normal icp reading in the first two hours after zeroed. Then, the monitor showed "---" for the pressure, and the temperature reading was normal. The catheter has been explanted.

Event description:
The icp catheter showed normal icp reading in the first two hours after zeroed. Then, the monitor showed "---" for the pressure, and the temperature reading was normal. The catheter has been explanted.

Manufacturer narrative:
Internal documentation for the probe has been reviewed and showed catheter has been manufactured in accordance with the quality requirements and did not show any performance abnormality or any causality relationship between the reported incident event and device. Icp catheter has been delivered conform to its specifications. A first visual analysis was performed on the probe and showed the catheter presents important dry blood deposit on the membrane and oxidation of the microfilament and micro-wires of the pads. No abnormal marks are visible on the rest of the catheter. A functional analysis was then carried out and error was confirmed by connecting the catheter on pressio monitor. The silicon sensor appeared to be broken which caused an electrical discontinuity.